Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. Functional leak testing was performed by filling the device with water. Approximately three minutes after filling, a leak was observed from the multirate control module. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked during priming with 5% dextrose solution. There was no patient involvement. No additional information is available.